Manufacturer narrative:
Device evaluation summary: the customer reported the pm pcba was replaced and the issue remained. Technical support advised the customer to replace the motor controller pcba. Resolution and disposition: the customer replaced the motor controller pcba to address the reported problem. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Root cause: n/a.

Event description:
The customer reported 35v supply failed, mc pcba adc failed, 3.3v supply failed, 5v supply failed and ovp circuit failed. The customer reported there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported 35v supply failed. The customer reported there was no patient involvement.